Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 6/6/2019, a manufacturing record evaluation was performed and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter (stsf) and suffered cardiac tamponade, requiring no interventions, but extended hospitalization. At the end of the ablation phase, when the procedure was about to be completed, a check was performed. Cardiac tamponade was confirmed in the left atrium. No medical or surgical intervention was performed. The patient¿s blood pressure was monitored. Extended hospitalization was required, as a result of fluid in the pericardium. The patient recovered. However, recovery was slow. Physician is unsure if the event occurred during transseptal puncture while using non-bwi products or during biosense webster inc. (Bwi) catheter manipulation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set within standard stsf settings and no error messages were observed on any bwi equipment. Visitag module was not active.